Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitor had no telemetry with the implantable cardiac monitor (icm). The monitor showed as disconnected on the network, and the previous monitor was also unable to read the loop recorder. After a replacement monitor was provided, the same issue persisted, with the device not transmitting data and the progress bar not filling. Attempts to transmit resulted in the green light never appearing, and the patient was not connected to the device. Troubleshooting steps included rebooting the monitor and confirming a good signal, attempting transmission, using a dry washcloth to re-attempt, removing electromagnetic interference devices, and checking battery status, which was confirmed to be ok. After troubleshooting was exhausted, the patient was referred to the clinic. The icm remains in the patient. No patient complications have been reported as a result of this event.